Manufacturer narrative:
Product evaluation found lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found scratches on lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Age - unk. Weight: unk. Date of event: unk. Implant date: unk. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -12.50 diopter, in the patient's left eye (os). The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.